Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: corrected data: upon further investigation it was found that the incorrect product code (1010-01-101) was inadvertently entered into the initial medwatch report. The correct product code (1010-01-102) has been entered into this medwatch report. Upon further investigation, it was determined that medwatch report 1045834-2019-53540 is a duplicate of medwatch report 1045834-2019-52805. Please reference report 1045834-2019-52805 for all information regarding this event. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI ¿ (B)(4). Device manufacture date: the device manufacture date is unavailable. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and evaluation it was observed that the broach adaptor device did not hold the actis broach securely. It was noted that the actis broach felt loose and was moving in multiple directions. It was further observed that the locking latch was loose and the actis broach did not have a secure connection. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.